Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has exhibited rising shock impedance measurements. Boston scientific's technical services (ts) was contacted for troubleshooting recommendations. Data was reviewed which confirmed a gradual rise of shock impedances since implant. Device history was indicative of a previously administered synchronous shock which did decrease impedance from 125 to 93 ohms. Ts suggested an x-ray when the patient returns for their next office visit; specifically to look for lead tip calcification. Additionally, the physician should perform a maximum energy shock to ensure system integrity. To date, no system changes have been performed and no resulting adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should

Event description:
Subsequently, the device and rv lead were replaced. The explanted device was returned for analysis however the rv lead was only partially removed and no portion of the lead was returned. It was reported at the replacement that rv lead insulation issues were observed, as it appeared the insulation had separated from the internal wires, at the proximal end of the shocking coil. Replacement was with another (B)(4) system and resulting adverse effects resulted.